Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the distal conductor was fractured at 28.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A 5076-45 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was extracted and replaced during a system upgrade due to an occlusion of the subclavian vein. No patient complications have been reported as a result of this event.